Event description:
Unomedical reference number (B)(4). Event occurred in t(B)(6) , on (B)(6)2024, it was reported that one infusion set tubing was leaking at site and infusion set long for 1 day. The blood glucose level was 200 mg/dl. No further information available.